Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of a femoral vein using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker implant procedure. Reportedly, when the prostyle plunger was removed, there was no suture. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 23f and the implant procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and lot level similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.